Event description:
During an atrial tachycardia procedure, a pericardial effusion occurred for which a pericardiocentesis was performed to stabilize the patient. The tubing set was primed, the catheter was inserted into the patient, and the joint between the pressure sensor and the catheter came off during rf delivery, causing the temperature to rise to 50°c. Rf delivery was stopped by temperature control. The contact force value temporarily increased to 60g in the left atrium during rf delivery of the roof. The tubing set was replaced, and the procedure was completed. A postoperative echocardiography revealed a pericardial effusion occurred and the patient was observed. The following day, a pericardiocentesis was performed which stabilized the patient.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. In addition, no log files were received. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported effusion / perforation remains unknown. Per the IFU, cardiac perforation is a known risk during the use of this device.